Manufacturer narrative:
Product family: scs-paddle leads, upn: m365sc8352700, model: sc-8352-70, serial: (B)(6), batch: 20351220, UDI: (B)(4).

Event description:
It was reported that the patient underwent explant procedure due to an unknown reason. Explanted device was not returned.

Event description:
It was reported that the patient underwent explant procedure due to an unknown back surgery. All explanted devices were discarded.

Manufacturer narrative:
Correction to MDR in block b5.